Manufacturer narrative:
Philips investigated the reported complaint in detail. Based on additional information collected, the diagnosis procedure was completed after restarting the system with a delay of less than 20 minutes. A field service engineer (fse) visited the site and confirmed that the system was initially unable to perform cone beam computed tomography (cbct).log file review confirmed the reported malfunction, and the cause was identified as the injector not ready and injector not armed. As part of the troubleshooting process, the fse performed tilt calibrations. Following completion of tablet calibration, the system successfully performed a cbct run and generated images as expected. The system was restored and returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed by restarting the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable.

Event description:
It was reported to philips that the system was unable to start cone-beam computed tomography. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.